Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of mechanical specification (gasket seeping). It was also noted that the upper case was broken, the lower case was broken and contaminated, the battery release was contaminated, the side bail covers were broken, the ring cover was broken, the lead flex cover was corroded, the battery contacts were compressed and patinated, the battery drawer was out of mechanical specification, the keyboard was scratched, the serial number label was torn, the battery drawer o-ring was missing, one output connector was broken, the main printed circuit board (pcb) was out of electrical specification shown by the device failing the battery removal test, and the battery flex was contaminated. Further analysis was performed on the main pcb. This analysis found that a capacitor component on the pcb caused the battery removal test failure.

Event description:
It was reported that the display on the external pulse generator (epg) was missing segments. The epg was returned for repair. There was no patient involvement.